Manufacturer narrative:
Results: the pet lock was damaged and off the hypotube on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 3.0 and 5.0 cm from the proximal end and fractured approximately 8.0 cm from the proximal end. The embolization coil was detached from the pusher assembly and was undamaged. Conclusions: evaluation of the returned pod pc revealed that the pet lock was damaged, the pusher assembly was kinked and fractured on its proximal end and the embolization coil was detached. This damage was reported to have occurred prior to receiving. The device was unable to be functionally tested; therefore, the root cause of the resistance during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal thoracic artery (ita) using pod packing coils (pod pcs), a non-penumbra catheter, and a non-penumbra microcatheter. During the procedure, the physician placed two pod pcs into the target vessel using the microcatheter. While advancing the next pod pc, the physician experienced resistance and subsequently, the pod pc would not advance past the hub of the microcatheter. The physician then made several attempts to advance the pod pc but were unsuccessful. Therefore, the pod pc was removed. The procedure was completed using the two pod pcs, three non-penumbra coils, and the same microcatheter. There was no report of an adverse effect to the patient.